Event description:
Boston scientific received information stating: patient came in for routine follow up. Drastic change in impedance noted in atrial lead only; 500 ohms in (B)(6) 2011 and >2500 in (B)(6) 2011. Lead safety switch triggered and patient was therefore in unipolar pacing/sensing in the atrium. Many episodes of "atr" recorded showing atrial noise. This was reproducable with arm movements. ? Patient is 0% paced in atrium. No pacing inhibition. Pt not symptomatic. The likely outcome will be to leave the system as is. There is a possibility that the atrial lead will be replaced. It is unlikely that the pacemaker would be replaced as it still has over 5 yrs of battery left on it. (B)(6) general hospital, toronto canada. Implant date (B)(6) 2007, event date - (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).